Event description:
It was reported that one device had issues found while in spd. It had clips bend and clips that fell out of the device. The product was found in spd. There were no patient consequences reported. The device was disposed of.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.